Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the mid left anterior descending coronary artery (mlad). A 2.5x12mm trek rx balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however during the first inflation the balloon was noted to rupture at 4atms. Therefore the bdc was replaced with another device and the procedure was completed. There were no adverse patient effects nor clinical delay reported . No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.